Event description:
Consultant reported: removal of a 3.0 mm headless compression screw due to a non-union of a scaphoid. The screw was replaced with an accutrak screw because it is a bigger diameter screw. The surgery went as planned.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.